Manufacturer narrative:
The field service technician visited the customer site and observed that the upper rail belt was completely damaged and the lower belt was partially damaged. The field service technician replaced both belts and was able to successfully complete all required scans. The airo was cleared for clinical use.

Event description:
It was reported to stryker that during a helical patient scan procedure the upper z-belt on the base of the airo system was damaged preventing movement of the airo gantry. The customer reports that the surgery drapes was observed to be stuck between the z-belt and motor causing the reported damage. The customer attempted to manually move the gantry without success. The patient's treatment was not completed and was rescheduled for the following day. Follow up with the field service representative confirmed that there was no negative patient impact.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation by the manufacturing plant.

Event description:
It was reported to stryker that during a helical patient scan procedure the upper z-belt on the base of the airo system was damaged preventing movement of the airo gantry. The customer reports that the surgery drapes was observed to be stuck between the z-belt and motor causing the reported damage. The customer attempted to manually move the gantry without success. The patient's treatment was not completed and was rescheduled for the following day. Follow up with the field service representative confirmed that there was no negative patient impact.